Event description:
In 2009 breast implant surgery. Immediate health issues including night sweats, brain fog, hair loss, dry eyes, dry mouth, weight gain, swollen lymph nodes in neck and breasts. Diagnosed with early onset menopause requiring hormone replacement to make symptoms better. 6 years later had diagnosis of hypothyroidism and sjogrens syndrome. Explant (B)(6) 2019. Symptoms improving. Implants returned to me show mold in the valves of both implants.